Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Following the lss to unipolar, there were numerous inappropriately stored atrial tachy response (atr) episodes due to unipolar pacing. Unipolar pacing threshold was 0.5v, pace impedance was 341 ohms, and p-wave amplitude in bipolar was 7mv. The noise was reproducible with arm movements, but was not oversensed. It was noted that ra pace impedance measurements were stable over the past year, and the impedance measurements had spiked abruptly. In addition, a stored signal artifact monitoring (sam) episode revealed minute ventilation (mv) signal oversensing. It was noted that the patient had been gardening and doing some heavy lifting recently, and the patient was not pacer dependent. Programming changes were made. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Following the lss to unipolar, there were numerous inappropriately stored atrial tachy response (atr) episodes due to unipolar pacing. Unipolar pacing threshold was 0.5v, pace impedance was 341 ohms, and p-wave amplitude in bipolar was 7mv. The noise was reproducible with arm movements, but was not oversensed. It was noted that ra pace impedance measurements were stable over the past year, and the impedance measurements had spiked abruptly. In addition, a stored signal artifact monitoring (sam) episode revealed minute ventilation (mv) signal oversensing. It was noted that the patient had been gardening and doing some heavy lifting recently, and the patient was not pacer dependent. Programming changes were made. This pacemaker and ra lead remain in service. No adverse patient effects were reported.